Event description:
The technical support representative called to report the customer's mpa aliquoted whole blood from a rack containing three pt samples, and sent these whole blood samples to the analyzer to be processed for multiple assays. She stated the initial erroneous results from these 3 pts were not flagged and released. Corrected reports were sent. It is not know if pts were adversely affected based on the initial results. Repeat testing was performed sample day as initial results. The following pt data was provided: (sample #, age, test, initial, repeat). Amylase 3 u/l, 41 u/l. Lipase - 12 u/l, 36 u/l. Magnesium 12.3 mg/dl, 2.5 mg/dl. Phosphorus 5.8 mg/dl, 2.3 mg/dl. Tsh 0.804 uiu/ml, 2.31 uiu/ml. The engineering service principal analyzed the data history files retrieved by the field service representative, which indicated a sample rack with a previous aliquot alarm was placed back on the mpa with different samples without being cleared. Tsm subsequently sent rack past centrifuge due to previous alarm. Additional training regarding handling of racks sent to default lane of opb with alarms was provided to customer.

Event description:
The technical support representative called to report the customer's mpa aliquoted whole blood from a rack containing three pt samples, and sent these whole blood samples to the analyzer to be processed for multiple assays. She stated the initial erroneous results from these 3 pts were not flagged and released. Corrected reports were sent. It is not know if pts were adversely affected based on the initial results. Repeat testing was performed sample day as initial results. The following pt data was provided: (sample #, age, test, initial, repeat). Amylase 3 u/l, 41 u/l. Lipase - 12 u/l, 36 u/l. Magnesium 12.3 mg/dl, 2.5 mg/dl. Phosphorus 5.8 mg/dl, 2.3 mg/dl. Tsh 0.804 uiu/ml, 2.31 uiu/ml. The engineering service principal analyzed the data history files retrieved by the field service representative, which indicated a sample rack with a previous aliquot alarm was placed back on the mpa with different samples without being cleared. Tsm subsequently sent rack past centrifuge due to previous alarm. Additional training regarding handling of racks sent to default lane of opb with alarms was provided to customer.

Event description:
The technical support representative called to report the customer's mpa aliquoted whole blood from a rack containing three pt samples, and sent these whole blood samples to the analyzer to be processed for multiple assays. She stated the initial erroneous results from these 3 pts were not flagged and released. Corrected reports were sent. It is not known if pts were adversely affected based on the initial results. Repeat testing was performed same day as initial results. The following pt data was provided: (sample #, age, test, initial, repeat). Sodium 91 mmol/l, 142 mmol/l. Bicarbonate, - 10 mmol/l, repeated twice 19 and 26 mmol/l. Total protein 12.2 gm/dl, 7.1 gm/dl. Calcium 4.4 mg/dl, 9.2 mg/dl. Glucose 116 mg/dl, repeated twice 201 and 173 mg/dl. Creatinine 0.6 mg/dl, repeated twice 1.5 and 1.2 mg/dl. Total bilirubin 3.0 mg/dl, 1.1 mg/dl. Alk phos - 1 u/l; repeated twice - 22 and 46 u/l. Ast - 11 u/l, repeated twice - 996 and 30 u/l. Alt 0 u/l, repeated twice 165 and 20 u/l. Cpk 11 u/l, repeated twice - 883 and 193 u/l. Magnesium 14.2 mg/dl, repeated twice 3.5 and 2.2 mg/dl. Tsh 0.799 uiu/ml, 1.66 uiu/ml. The engineering service principal analyzed the data history files retrieved by the field service representative, which indicated a sample rack with a previous aliquot alarm was placed back on the mpa with different samples without being cleared. Tsm subsequently sent rack past centrifuge due to previous alarm. Additional training regarding handling of racks sent to default lane of opb with alarms was provided to customer.